Event description:
It is reported that the device was operating in safe mode. This malfunction was noticed at the end of a procedure. There were no adverse consequences alleged with this event. There was no delay reported in the procedure.

Manufacturer narrative:
Internal components were evaluated which revealed that the handswitch was damaged.